Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-13134, 1627487-2019-13136, 1627487-2019-13137, 1627487-2019-13138. It was reported that the patient experienced intermittent shocking by the ipg. The surgeon indicated that it looked like there was a part of a lead where the insulation was coming off. As a result, surgery occurred during which the system was explanted.